Manufacturer narrative:
Reporter institution phone number (B)(6).

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mx500 patient monitor and no alarm sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.